Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that: "surgeon said patient had infection that went to knee. He removed the insert and commented on posterior wear on insert, he reinserted a # 6 9mm x3 insert."